Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that after 5 months dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, 80ncm of primary stability was achieved.